Event description:
It was reported that during routine follow up the right ventricular (rv) lead exhibited increased pacing threshold and was scheduled for revision. During interrogation on the date of the scheduled revision, the rv lead exhibited loss of capture at maximum output, as well as no r wave sensing at .9 mv. It was further reported that fluoroscopy during the lead revision procedure demonstrated that the rv lead tip was motionless and potentially extended beyond the cardiac silhouette. The rv lead also demonstrated diaphragmatic stimulation during pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).